Event description:
A report was received that the patient had his precision system explanted. The explanting physician informed the bsn sales representative that the patient was explanted due to intense pain during various postural changes.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.